Event description:
Customer reportedly obtained results of 200mg/dl and 473mg/dl on the same device within 1 minute. Customer also reportedly obtained results of 250mg/dl and 88mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.